Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 5.2, lab: 3.7. Pt is sensitive to bruising and had some bruises under the arm. However, pt said she has always had bruises even before using the meter. Doctor adjusted her coumadin dosage based on meter reading.

Manufacturer narrative:
Investigation pending.